Event description:
A customer obtained imprecise and lower than expected vitros phbr quality control results while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise and lower than expected vitros phbr quality control results were obtained on the vitros 5,1 fs chemistry system. An ocd field engineer made multiple repairs to the immunorate subsystem. The investigation was unable to determine a definitive root cause. However, an instrument related event or improper quality control fluid handling could not be ruled out as contributing factors. The root cause of this event is unknown.